Event description:
Affiliate reported that the abdominal catheter was dislocated from the valve and slipped down into the pelvis. As a result, an explant was required.

Manufacturer narrative:
Codman has received the device for evaluation. Upon completion of the investigation, a follow up report will be filed.